Event description:
Natrelle breast implant opened to sterile field and md stated there was a puncture in the fill port while he was preparing the implant. Did not use implant. FDA safety report ID #: (B)(4).